Event description:
During surgery, the humeral cup would not seat into the stem. The pt's bone was fractured and surgery was delayed approximately one hour due to the problem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.